Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 2208-2xxxa acetabular window trials. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Sales rep submitted a request for a specialty instrument. Request for acetabular cup trials with slots to replace the four windows of the standard acetabular window trials, part numbers 2208-2xxxa. Surgeons using mis direct anterior approach feels the window cutouts of standard window trials catch on the rim of the prepared acetabulum causing tissue damage.